Event description:
Technician alleged that the head section will not go up and down.

Manufacturer narrative:
Technician repaired the bed and performed preventative maintenance on it before returning it to service. No further information is available on the repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.